Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the physician expressed concern regarding the number of turns required to extend and retract the helix. The patient presented with tortuous anatomy, which was also mentioned by the physician. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.